Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the right atrial (ra) lead dislodged and moved to the right ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.